Manufacturer narrative:
The device is expected to be received for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the separated from the clave y-site. It was not reported whether the incident occurred during patient infusion, but harm was not reported as a consequence of this event.

Manufacturer narrative:
A picture was returned showing tubing of the set separated from the y-clave. The complaint of tube separating from the clave y-site can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.